Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod longer than 48 hours. The patient was reportedly curled up in a fetal position and was refusing any food and drink. As treatment, the patient's daughter administered a glucose solution orally. The pod was changed 3 hours later, and patient's bg levels returned to a normal level.